Event description:
It was reported that during preparation for an interventional coronary procedure, blue fibers were noticed on the over-the-wire, 3.5 x 23 mm promus stent outside of the patient's anatomy. The device was not used on the patient. Another stent was used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted contrast visible in the inflation lumen, consistent with preparation. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. There were three kinks in the shaft distal to the strain relief tubing. Since this damage was not reported in the incident information, the kinks may have occurred during packaging, handling and return to abbott vascular for analysis. Possible sources for foreign fibers include but are not limited to different types of cleaning paper or wipes, which may be present in both manufacturing and the account. All products are inspected for contamination throughout the manufacturing process, including the point where the protective sheath is placed over the balloon. In this case, the reported foreign material was unable to be confirmed on the returned device therefore a conclusive cause could not be determined. A review of the lot history record did not reveal any associated nonconforming material records that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot revealed no similar incidents reported for foreign material. All stent delivery systems are subjected to a visual inspection. In addition, a quality control audit inspection is used to verify the product quality.